Event description:
It was reported that a shaft break occurred. A 5.00 x 24 synergy balloon expandable stent was selected for use. During withdraw the stent delivery balloon fractured in the middle of the catheter. The fractured balloon was removed with a snare. The patient experienced st elevation. The patient is expected to fully recover.